Manufacturer narrative:
Patient's date of birth unavailable. Lot number, expiration date and UDI are not applicable for the cvx-300 excimer laser system. (B)(4). System evaluation/repair: service records for this cvx-300 excimer laser system were reviewed. The system is on a schedule for routine service every six months, the next service scheduled for 23 apr 2021. After report of this malfunction, however, the system was serviced by a field service engineer on 23 mar 2021. Engineer found that the cvx-300 excimer laser system needed a gas exchange. In addition, the interlock on the front door failed when buttoning up the system, so the interlock was replaced. The engineer verified the grounding continuity and safety circuits operation. The gas exchange was completed, the ar windows were replaced and all other optics were cleaned. The power supplies and energy monitors settings were verified. The cvx-300 excimer laser system was then found to be operating properly.

Event description:
The manufacturer was made aware of a malfunction with a spectranetics cvx-300 excimer laser system during a lead extraction procedure occurring on (B)(6) 2021, but it was deemed to be not reportable and was not investigated further until the manufacturer received a medwatch report from the user facility on 27 apr 2021 via mail referencing this event (user facility report # (B)(4)). After the manufacturer received the medwatch, further investigation was completed; as a result of this investigation, this complaint has been deemed reportable. From details of the event gathered from the philips representative on 28 apr 2021, consult with philips physician on 30 apr 2021 and details from the medwatch report, the summary of events is as follows: a lead extraction procedure commenced on (B)(6) 2021 to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia and a pneumococcal infection which resulted in endocarditis with vegetation present on the leads. The pocket was opened, and the leads were prepped for extraction. The physician chose to use a laser catheter for the procedure, and it was calibrated using the spectranetics cvx-300 excimer laser system. The catheter calibrated successfully, and was reportedly placed onto the lead to attempt extraction. However, when the catheter was placed onto the lead, a power error was displayed on the cvx-300 excimer laser system. Another catheter was attempted to be used; again, the catheter calibrated successfully, but when placed onto the lead, a power error again displayed. It was reported that the facility then phoned the philips representative, who was not present at the procedure, and informed him that the cvx-300 excimer laser system was not functioning. The representative stated he suggested to the physician to use a mechanical extraction tool, a spectranetics tightrail rotating dilator sheath, which was reportedly attempted, but due to significant lead on lead binding present within the vasculature, the extraction attempt was not successful. The physician chose to then abandon the procedure at that time. According to the philips representative, the patient was transferred to (B)(6) (the medwatch report stated the patient was transported in stable condition). According to the representative, he was informed of the patient's transfer the evening of (B)(6) 2021, and that the lead extraction procedure would then be attempted on monday, (B)(6) 2021. According to the philips representative who then attended the procedure on (B)(6) 2021 at (B)(6) hospital, the extractions of both leads were successful and the patient survived the procedure with no reported complications. The cvx-300 excimer laser system did not cause or contribute to an injury during the procedure on (B)(6) 2021; however, the manufacturer is conservatively reporting this event due to the physician''s decision to transport the patient to another facility for treatment since the laser system malfunctioned. The evaluation and repair of the cvx-300 excimer laser system is captured.

Manufacturer narrative:
H3): the spectranetics cvx-300 excimer laser system was serviced on site; this system evaluation and repair is present in the initial MDR. H6): added code 4739. H6): heic code corrected to 4604, which more accurately describes this event than 2199, listed in the initial MDR. Although there was no reported patient harm, the cvx-300 excimer laser system stopped functioning during the attempted lead extraction procedure, and the patient was transferred to another hospital in another state to receive treatment.